Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and turbid drainage coincident with peritoneal dialysis (pd) therapy. On the same day as onset, the patient was hospitalized for the even. The patient was treated with unspecified antibiotics all through hospitalization (dose, route, and frequency not reported). The patient was discharged from the hospital after seven days. The patient continued the antibiotic therapy for one week at home. Physioneal therapies were ongoing. At the time of this report, the patient was recovered from the event. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.